Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure sometime in 2011 (likely (B)(6) 2011). During this procedure, the patient was implanted with an unknown less invasive stabilizing system (liss) plate for a previously fractured femoral shaft. On an unknown date thereafter, the liss plate broke. The patient was returned to the operating room on an unknown date to have the broken hardware removed. At that time (and based upon received documents), the patient was changed to a coupled, long-stemmed total knee arthroplasty (femur). No additional information is available at this time. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Investigation summary: our legal department is in touch at court, no further information available at the moment. Product not returned/incomplete, therefore, a root cause could not be defined due the article was not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: 02feb2017: our legal department is in touch at court, no further information available at the moment.

Manufacturer narrative:
(B)(6). Date of postoperative event is unknown. This report is for an unknown quantity of unknown screws. The exact date of the liss plate implant procedure is unknown; however, the procedure likely occurred on (B)(6) 2011 (based on received records). Explant procedure date is unknown. Patient code (B)(4) used to report the documented pseudoarthrosis and the revision/explant procedure that occurred. Unknown, as specific part and lot numbers for the complainant screw(s) were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.